Event description:
Reportedly, the balloon detached from the cannula when doctor was removing it from the patient's abdomen. Doctor feels confident that he removed all pieces of the distention balloon. The product was thrown away. Procedure: laparascopic hernia repair.